Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a clinical patient underwent an initial left partial knee arthroplasty on an unknown date. Subsequently, the patient underwent an open reduction internal fixation procedure on (B)(6) 2007 utilizing competitor plating system due to supracondylar fracture. The patient underwent a procedure on (B)(6) 2009 to remove the competitor hardware due to failed orif. New hardware was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a clinical patient underwent an initial left partial knee arthroplasty on an unknown date. Subsequently, the patient underwent an open reduction internal fixation procedure on (B)(6) 2007 due to supracondylar fracture. The patient underwent a procedure on (B)(6) 2009 to remove hardware due to failed orif. New hardware was implanted.